Event description:
It was also reported that "there's kind of a skepticism I would say that we have to this case" because the programming indicated that the original catheter, which was 89 centimeters in length, had 56.5 centimeters removed at original implant, leaving an implanted 32.5 and that seemed "awfully short". A new spinal segment was implanted, so the surgeon implanted a new 31 centimeters. The reporter measured the trimmed segment that the surgeon removed off from the old catheter, and that pump segment measured 27 centimeters. The reporter commented that that made no sense because that would indicate that from the spine to the pump was only about 5 centimeters; the reporter said there was no way that was accurate. The reporter was going to put a note under the patient information for the pump programming that the catheter length was an estimate. It was reported that they would only be priming the new added spinal segment which was 31.1 centimeters. Based on the way that the pump was programmed, it was now showing it was 4 centimeters longer than it was. The reporter selected the priming bolus option and special procedures for the partial catheter replacement. The total priming volume was calculated to be .068 (31 centimeters times .0022). The reporter got an error message on the programmer saying that the catheter volume of .08 is out of accepted range. It was reported that the priming bolus would take approximately 5 minutes. The reporter suspected that the numbers were switched at the implant for the original catheter and 56 centimeters were probably implanted and 32 removed. The reporter also said that they were wanting a daily dose of a milligram a day but 1.2 is the lowest allowable at a concentration of 25 milligrams per ml. The reporter said that the dose prior to the catheter revision was 10.456 per day, but the reporter suspected that the patient was not actually getting this dose.

Event description:
It was reported that the patient did not experience any symptoms. The catheter was dislodged out of the thecal sac. It was noted there was no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model 8709sc, lot# n153961021, serial# unk, implanted: 2008 (B)(4), explanted: unk.

Event description:
It was reported that the distal catheter segment dislodged and was found at the spinal incision site. A new distal segment was placed and connected to the existing catheter. The drug in the pump was morphine. Additional information has been requested, but was not available at the time of this report.